Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the pain has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-33503. It was reported that following weight loss, the patient felt discomfort at the ipg and lead sites. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the lead and ipg were repositioned. Postoperatively, the discomfort has resolved.